Event description:
Per the clinic, the electrode has moved and the patient subsequently underwent a revision surgery to reposition the device. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Correction: the previous or initial MDR submitted on september 17, 2025, was filed inadvertently. No revision surgery has occurred.

Event description:
Per the clinic, the patient underwent a revision surgery to reposition the device under general anaesthesia (specific date not reported).